Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a hysteroscopy, dilation and curettage, and an endometrial thermal ablation procedure in 2009. At about three and one-half mins into the pre-heat mode, the pt became slightly agitated and smoke was coming out of the pt's vagina. The surgeon immediately pulled out the device without deflating the balloon or letting the system cool. There was minimal resistance when he pulled the device out. On inspection of the catheter "looked as though the balloon had melted onto the catheter". At that point, the surgeon passed a pair of uterine forceps in to see if he could retrieve any balloon fragments. Several pieces of what he thinks were fragments of charred balloon came out, though he was not absolutely sure. The surgeon saw e a burn on the anterior lip of the cervix that was about 1.5cm in diameter, a quarter sized burn on the posterior wall, and a dime sized burn on the right lower lateral wall. The pt was given silvadene cream and lidocaine to treat the burns and she was sent home. On the next day, the pt had some vaginal soreness, but no other complaints.